Event description:
Patient c/o being cold & not feeling well 40 minutes into treatment. T 98.8 (97.6 pre-tx). Patient stayed on. Temp repidly gone up to 100.2. Tx discontinued. Tx retreat on new dialyzer, lines & machine. Chilling subsided but pt. Continued to feel poorly. Tx terminated early. Patient sent to hospital & admitted. Temp 103 in ER. Admitted to hosp. For 24 hr stay, then condition improved and pt was transferred. Patient discharged 9/20/93 with no definitive diagnosis. Blood cultures @ dialysis vent and in hospital negative.dialyzer reprocessed on peuse cart using 2 min bleech exposure and l 1% formaldehyde solution. Dialyzer incubated for 24 hrs after being processed.on 8/25, an rendan dialyzer culture dialyzer grew 20 cfu's after 72 hours. Device used on 8/25 and 8/27. Pilled on 8/30 and reprocessed. On 9/1, reculture no growth after 72 hours. Device reprocessed again, 9/13 used on patient. Since patient did not became ill when device was used 8/25, 8/27. The positive dialyzer culture is alternated to poor sampling technique.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.